Event description:
It was reported that the patient presented to the clinic for follow-up. It was noted that the right ventricular (rv) lead was suspected to have insulation damage as the rv lead exhibited low pacing impedance, oversensing with high noise reversion episodes and a high capture threshold resulting in intermittent capture. The rv lead insulation damage was confirmed via diagnostic examination. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.